Event description:
It is reported by the patient that the device was implanted in (B) (6) 2009, and that the patient is experiencing clicking in knee. The surgeon stated it was normal, but the consumer is questioning if it is normal.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Based on the available information, a definitive root cause cannot be ascertained at this time.: evaluation codes: method/results code: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.